Manufacturer narrative:
Additional information: date of event. Corrected data: describe event or problem, event problem and evaluation codes. Additional information was received indicating this event occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system exhibited over delivery. It was also noted that the pump was missing a battery door. There were no reported adverse effects.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system was missing a battery door. There were no reported adverse effects.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be missing the battery door. There was no evidence of the reported problem in the event history log. Delivery accuracy tests performed during investigation found the pump to be outside the control limit specification, but within the published manufactured specifications. The complaint could not be confirmed.